Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Batch # 244c21. Additional information: the procedure was semi-open and vats. There was no unusual feeling (e.g. An unexpected sound) during the firing. Knife reverse switch was not used, and the manual override lever was used. Powered echelon locked out and staple could not be deployed. The tx was approached from the semi-open wound which it was made from the beginning, so there was no change in the procedure. The patient is stable after the operation. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned in opened position with no apparent damage and with a vasecr35 reload not fully seated on the jaw. The reload was received with tissues and a surgical suture on the reload deck and it was unfired with no apparent damage. In addition, the override panel and battery pack were returned. During the visual inspection of the device, no anomalies were found on it open/close as expected. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 244c21, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure in respiratory surgery, the device was locked out. Manual override lever was used to return the knife, but it could not. The vascular center was stapled and excised with a scalpel to complete the case. There were no adverse consequences to the patient. No further information is available.